Event description:
I have had allergan saline under the muscle breast implants for 11 years. I have recently developed pain and swelling in my breast along with a ton of autoimmune problems, hair loss, weight loss, brittle nails, vomiting, anxiety, skin problems, random low grade fevers, fatigue. FDA safety report ID # : (B)(4).